Manufacturer narrative:
Updated fields: a1, b1, b2, b4, b5, d1, g6, h1, h2, h6, h11. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
Additional information was received from the clinical event committee (cec). The cec reviewed procedural images and concluded that the diamondback 360 coronary orbital atherectomy device contributed to a myocardial infarction. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Event description:
Abrupt vessel closure occurred in the proximal circumflex artery following use of the diamondback coronary orbital atherectomy device. The issue was resolved by placement of an impella. The patent was discharged home the following day. The physician documented that the event did not lead to a serious deterioration in the health of the subject that resulted in inpatient or prolonged hospitalization. The physician also documented that the event did not result in permanent impairment of a body function or permanent damage to a body structure.